Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of patient's lead came off and was programmed off as the lead was causing the battery of the device to drain. No further information provided. The lead remains in service. No adverse patient effects were reported.